Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the probe cutter was unable to actuate in the middle of a vitrectomy procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened probe was received with a tip protector in a zip top bag for the report of unable to actuate. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was visually inspected and was found non-conforming with a bent needle and foreign matter (possible surgical debris) on the inner diameter of the port. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. Wear marks were observed at the bend area. After disassembly (needle and shell removed), the probe was able to actuate. The complaint evaluation confirms the probe had an actuation and cut issue. The most likely root cause for the actuation and cut non-conformances is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).